Manufacturer narrative:
As the lot # 15975631m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: carto 3 system, us catalog # fg-5400-0,0 serial # (B)(4). Cool flow pump,u.s. Ship kit, us catalog # m-5491-02, serial # unknown. Stockert j70 rf generator system, us catalog # s7036, serial # (B)(4). Ez steer thermocool nav bi-directional catheter, us catalog # bni75tcdfh, lot # 15975631m. Webster hexapolar, us catalog # unknown, lot # unknown. (B)(4).

Manufacturer narrative:
(B)(4) during an ischemic ventricular tachycardia procedure, it was reported that the patient's blood pressure dropped and the intracardiac echocardiography catheter confirmed a pericardial effusion followed by tamponade. A pericardiocentesis was performed and the patient stabilized and was sent to recovery. The returned device was visually inspected upon receipt and found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. It was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
During an ischemic ventricular tachycardia procedure, it was reported that the patient's blood pressure dropped and the intracardiac echocardiography catheter confirmed a pericardial effusion followed by tamponade. A pericardiocentesis was performed and the patient stabilized and was sent to recovery. On (B)(4), received additional information requested from bwi representative stating that the patient required an overnight observation. The outcome of this adverse event was a full recovery. The physician¿s opinion regarding the causality of this event is possible procedure related.